Event description:
The surgeon inserted a cq2015 collamer three-piece lens and the leading haptic tore. The incision was enlarged to remove the lens within the same surgery and another lens was implanted. Sutures were required to close the wound. The reporter stated the surgeon felt the lens was defective.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product found the lens optic torn and a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, the lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.